Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital via ambulance and admitted into the intensive care unit (ICU) due to diabetic ketoacidosis (dka) high blood glucose (bg) levels of 492 mg/dl and nausea, while wearing the pod on the abdomen between 24 and 36 hours. The patient tried correcting the high values at home by adjusting the basal to 50 and 100%, but the bg levels did not decrease. At the hospital, it was noticed that the adhesive was loose, the cannula had dislodged from the site and was found to be bent. The patient received an insulin infusion, a new pod was applied and (womex) was administered for the nausea.